Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the axis of astigmatism was noted to have slipped by 90 degrees. This left the pt with 2.5 diopters of astigmatism. The surgeon exchanged this lens for the same type, different power lens. This reduced the postoperative astigmatism to 1.75 diopters. Add¿l info has been requested. There are two medical device reports associated with this event. This report is for the second lens, which currently remains implanted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Add¿l info has been requested. (B)(4).